Manufacturer narrative:
The insulin pump passed the displacement test. The motor error alarm occurred during the basic occlusion test due to loose/flush drive support disk. The device was unable to perform the unexpected restart error test and unable to verify the compromised force sensor system error alarm due to motor error alarm. The insulin pump was received with normal operating currents. The insulin pump passed the self-test and off no power test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's friend reported via phone call high blood glucose and compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 480 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the prime rewind was performed. Customer advised the alarm occurred during manual prime. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.